Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended replacement. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended replacement. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Battery voltage was not sufficient to support device functions. Evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally and the battery has no failures.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended replacement. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended replacement. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Battery voltage was not sufficient to support device functions. Evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally and the battery has no failures. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended replacement. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Battery voltage was not sufficient to support device functions. Evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally and the battery has no failures. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.